Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a stent implant, or insufficient preparation prior to use or from interactions with other devices. Additional information received from the account stated that the balloon was initially soaked per the instructions for use (IFU). There was also no resistance noted during advancement or removal of the device. As there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately tortuous, moderately calcified and 99% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion such that upon the first inflation attempt, the balloon ruptured. As it was discarded by the account, the product was not returned for analysis and may have aided the investigation. Based on the information provided and without the product to examine, a definitive cause could not be determined. It was noted that the device was prepared inside the body. It should be noted the IFU cautions: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, the incorrect preparation of the device does not appear to have directly caused or contributed to the reported balloon rupture. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material record issues associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the target lesion was in the distal left anterior descending artery (lad), with a vessel diameter of 3.0 mm, and a lesion length of 15 mm. The vessel had moderate tortuosity, moderate calcification, was eccentric and de novo, with a 99% stenosis. Predilatation was being performed with the 2.25x15 mm trek; however, the balloon ruptured on the first inflation of 6 atmospheres for 10-15 seconds. A non-abbott stent was deployed to complete the procedure successfully. The device was soaked prior to use and prepared inside the patient anatomy. There was no reported resistance during advancement or retraction of the device from the patient. No patient adverse effects were reported. No additional information was provided.